Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the cast cutter got hot during a cast removal. A backup cast cutter was used to complete the case without any clinically significant delay. There was no patient or user injury as a result of this event.

Event description:
It was reported that the cast cutter got hot during a cast removal. A backup cast cutter was used to complete the case without any clinically significant delay. There was no patient or user injury as a result of this event.

Manufacturer narrative:
It was noted during failure analysis that the unit had a damaged thermal cutoff and internal thermal damage which would have caused the unit to heat up. Based on a review of complaint trending, a power surge could have caused the observed damage.